Manufacturer narrative:
There is no device malfunction reported in the customer complaint. The customer complaint indicated that the surgery lasted more than 6 hours for a surgery procedure expected to be 2-3 hours. Compartment syndrome developed in the patient's left anterior thigh. A subsequent fasciotomy was performed to treat the patient's compartment syndrome. The patient had a wound debridement performed on (B)(6) 2017 and thigh wound closure performed on (B)(6) 2017. The probable cause of the compartment syndrome is insufficient padding during the 6+ hour surgery. Device did not malfunction.

Event description:
The user facility submitted medwatch report (B)(4) on (B)(6) 2017. Natus subsequently received a copy of this report from the FDA. This report described an adverse event involving a patient placed on a vac-pac device during the patient's first surgery. The patient was placed in the lateral decubitus position in the vac-pac bean bag, which is appropriate. The surgery was scheduled for 2-3 hours, but was prolonged to 6+ hours. The patient developed compartment syndrome in his anterior left thigh. The compartment syndrome may have been due to prolonged placement on the vac-pac bean bag. The bean bag is a patient positioner.